Manufacturer narrative:
One bi-directional, curve d-f, tacticath sensor enabled contact force ablation catheter was received for evaluation. Optical fibers 1-3 no longer met specifications for optical properties, and no contact force was displayed when the returned device was connected to the tactisys quartz unit. Further investigation revealed that the catheter shaft material had been fractured between electrode rings 2 and 3. Optical fibers 1-3 were determined to be fractured at the location of the fracture in the shaft material, consistent with the observed error messages and with the reported event.

Event description:
This report is to advise of a fractured catheter noted during analysis.